Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg was tilted in the pocket and pt has difficulty maintaining communication with the charger. The pt had an appointment on (B)(6) 2013 to discuss repositioning of his ipg. Follow-up information identified surgical intervention may be taken at a later date to address the issue.